Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during preventive maintenance testing. This was further reported as "the battery was no secure enough, so when transporting and not plugged into the wall, the pump turned off on my cart". There was no patient involvement. No additional information is available.